Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused, or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article 1 was identified in which one thromboembolic event occurred in atrial fibrillation ablation procedures where the nrg transseptal needle was used amongst other devices including 7f duodecapolar catheter, 9f boston scientific ultra ice¿catheter, 71-cm st. Jude brk¿, closed-tip catheter (boston scientific blazer ii¿ or webster celsius¿ 8mm, open irrigated-tip catheter (webster thermocool¿3.5 mm, st. Jude cool path¿, or safire-blu¿4.0 mm), circumferential mapping catheter (7f webster lasso¿ or st. Jude reflexion spiral¿) and st. Jude navx¿ mapping system. The thromboembolic event occurred in a patient on warfarin with a mechanical heart valve. There is no evidence to suggest that the baylis medical device caused, or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. 1 winkle r, mead r, engel g, et al. Discontinuing anticoagulation following successful atrial fibrillation ablation in patients with prior strokes. J interv card electro physiol (2013) 38:147-153.